Event description:
It was reported that a balloon ruptured occurred. The target lesion was located in the arteriovenous fistula (avf). A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 9atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.